Event description:
The following is the account of the event as first reported by the deceased's ((B)(6)) spouse to the importer on (B)(6) 2015, with additional details provided later. "About 2:30 pm, my husband was sitting in his chair in our family room, and as I walked behind him I noticed that the small bald spot (about the size of a fifty-cent piece) on the top backside of his head was all inflamed. My exact words to him were 'what happened to your head." His reply was 'when I was down on the inversion table a little while ago, my feet let go and I hit my head really hard on the bar.' (Little did I know that these would be his last word to me.) He seemed fine and I assumed it was just a bad bump to the head. I left shortly thereafter to pick up my granddaughter from school. (At that time, I was leaving about 3:00 pm daily to pick up my granddaughter and stay with her until my daughter got home from work around 5:30 pm or so.)" "When I arrived home at approximately, 5:45 - 6:00 pm, my husband was in the powder room with the fan on. However, after him being in there for what seemed like a long period of time (approximately 1/2 hr or so), I went to the door. There was no response, so I opened the door and found him unconsciously slumped into the wall. I immediately called 911 and the operator asked if he was breathing. I went to him and tried to get a response by shaking him and heard him gurgle, and saw vomit on his shirt. As soon as I got off the phone with 911, I called my daughter. Then I looked across the street and saw my neighbor pull into his driveway and went out and asked him to send (...), his wife, over who is an rn. So, both (...) And (...) Came over. Immediately the police showed up because they had heard the 911 call. Also, another neighbor who is a medical doctor stopped in. Finally, the ambulance people arrived and took him to the local hospital, (...). The local hospital took cat scans and told me there was a bleed in the brain and he would need transported to (...) For surgery. They ordered a helicopter and my husband was air-lifted to (...). (...) Is approximately 1-1/2 hours away from state college." "My daughter and I drove to (...) Expecting that when we got there my husband would be in surgery or just out of surgery. However, surgery was not done. The neurosurgeon told us that the damage had already been done and surgery would not help the situation. They gave us news we didn't want to hear - that it was a hopeless situation and there was nothing that could be done for my husband. They demonstrated a number of things to show there was no response from my husband, such as pinching him, putting something down the respirator, etc. The drs said that they could keep him in there for 24 hours and then we would have to make a decision. My daughter and I went to a waiting room area to try and get a few hours rest. When we went back to his room in ICU, he was all red and seemed to be burning up with fever. I ran out to the desk and told them and they immediately started to lower his temperature. All the while, my husband was completely out of it. My daughter and I then went to the cafeteria to get some breakfast and when we returned to his room, his fever was down and they had fans blowing on him. After some time, around 9:00 am or so, my daughter and I each went up to the one side of my husband and talked to him. He didn't seem to be aware of our presence at all. However, other than being on a respirator, his other vital signs seemed fine. A few minutes later, I went to the other side of his bed and got up close to his head. I said '(...) The drs say there's nothing they can do and will need to pull the respirator." As soon as I finished talking to him, he let go and died before they even came into the room. He died on (B)(6) 2013, less than 24 hours after the accident."